Event description:
Procedure: spleenectomy. Reportedly, the specimen bag separated from the ring on 3 separate occasions in the same case. There were no adverse affects to the patient reported. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.